Manufacturer narrative:
(B)(4). The customer reported the device would not power on. There was no report of pt involvement. The device was evaluated by the philips field service engineer. The reported symptom was not reproduced. The device passed all testing. Based on the customer's report, we are considering this a malfunction. We are unable to determine the cause since the symptom was not duplicated.

Event description:
The customer reported the device would not power on. There was no report of pt involvement.